Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed the implantable cardioverter defibrillator exhibiting post paced t wave oversensing. The patient did not receive any inappropriate high voltage therapy during the oversensing. Programming changes were recommended.

Event description:
New information noted that the implantable cardioverter defibrillator was reprogrammed (B)(6) 2020.